Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump is not working. The pump alarmed motor error when shew as attempting to deliver insulin. Also, mentioned insulin leaking into the pump from the reservoir and alarmed no delivery. The customer's blood glucose was 570 mg/dl; treated with manual shot. Customer is unsure if leak is passes first or second o ring. The customer will return reservoir for analysis.